Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during a filter retrieval procedure, the physicians were unable to connect the snare to the black part of the sheath that fits into the blue sheath. "It was like 2 male ends so blood everywhere and no way to connect the two." It was later confirmed that this device did not make patient contact. However, due to the mention of significant blood loss and no additional information this MFR. Report is being submitted.